Manufacturer narrative:
Exemption number e2016004. (B)(4). (B)(4) contacted the dentist and details are as follows: (B)(4) sales representative immediately notified (B)(4). (B)(4) sales representative left nsk patient information form to be completed by the dentist and asked to send in the handpiece directly to (B)(4) . (B)(4) contacted and left voice mails for the dentist on june 3, 2016 and june 7, 2016, but there were no return calls from the dentist. On june 13, 2016, (B)(4) contacted the dentist to obtain more information needed and the nsk patient information form was forwarded to the dentist to be completed. The dentist returned phone call and left voice mail stating that the dentist did not have the time to complete the paperwork. According to the dentist, the dentist did not have any serial number information, because the dentist sent the handpieces to (B)(4) . Nakanishi sent an email to (B)(4) on july 1, 2016 about requirement for additional patient information. Nakanishi received two email messages from (B)(4) on july 1, 2016 and july 7, 2016 stating that (B)(4) had not received any patient information from the dentist. (B)(4) has not still received any handpieces or serial numbers from the dentist.

Event description:
On june 23, 2016, nakanishi received an email from a distributor (B)(4) stating that an nsk handpiece had overheated and burned a child's tongue. Details are as follows: on june 2, 2016, (B)(4) was made aware by email of an unconfirmed burn to a patient. (B)(4) sales representative emailed, stating that a dentist was unhappy with one of his two z95l handpieces and the maintenance care of it. But the dentist could not identify which handpiece of the two was involved in the burn.

Manufacturer narrative:
Nsk america has not received any additional information such as patient information or the serial number of the device involved despite the efforts made by nsk america that were described in the initial report. The suspect device has not been returned from the dentist either. The dentist has been silent after the repeated requests by nsk america. Due to these circumstances, nakanishi cannot conduct by any investigation on the actual device or DHR.